Manufacturer narrative:
Add'l info.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on: (B)(6) 2006: the patient was admitted with the pre-operative diagnosis of lumbar stenosis with neurogenic claudication and underwent the following procedures: 1. Decompressive laminectomy and facetectomy l2, l3, l4, l5, s1. 2. Posterolateral arthrodesis l2-3,l3-4, l4-5, l5-s1. 3. Segmental pedicle screw instrumentation with from l2 to s1.4. Harvest local bone through same incision.5. Use of the morselized allograft for posterolateral fusion. Per the op notes, the surgeon placed various sizes of 6.5 mm and 7.5 mm pedicle screws from l2 to s1 and took a final confirmatory x ray which showed the screws to be in good position. Then the surgical site was copiously irrigated with antibiotic and hydroperoxide irrigation. Thereafter, the dura was covered with a single piece of dry gelfoam. The residual facets and medial aspect of the transverse processes from l2 to the sacral ala were decorticated performing arthrodesis at each level, placing harvested local bone mixed with morselized allograft for the posterolateral arthrodesis. The procedure was completed and patient was taken to recovery room in stable condition. (B)(6) 2006: the patient underwent x rays of the lumbar spine intra-op. Impression: satisfactory postoperative changes l2 through s1. (B)(6) 2006: the patient was discharged home with the following discharge diagnosis: lumbar stenosis with neurogenic claudication. (B)(6) 2006: the patient diagnosed with left leg pain, leg cramps, lumbar disc herniation (B)(6) 2006: the patient admitted on (B)(6) 2006 and discharged on (B)(6) 2006. The patient presented for pain in leg and back, acute exacerbation copd. The pain was unbearable in scale 9/10. Assessment: 1. Shortness of breath, most likely secondary to chronic obstructive pulmonary disease exacerbation. 2. Chronic low back pain with some exacerbation secondary to recent surgery. 3. Diabetes mellitus type ii. 4. Hypertension, stable. The patient underwent radiology exam chest portable frontal due to pain. Impression: no active disease in the chest radio graphically. (B)(6) 2006: the patient underwent venous duplex scan due to lower extremity edema, status post-surgery. (B)(6) 2006: the patient diagnosed with diabetes mellitus (B)(6) 2006: the patient presented for an office visit with advanced lumbar stenosis with multi-facet arthropathy. Zanaflex was stopped as one of his medications. (B)(6) 2006: the patient diagnosed with difficulty in breathing, pneumonia. The patient was admitted with chief complaint of shortness of breath, chest pain, pneumonia. The patient underwent positive review of systems. Assessment: community-acquired pneumonia, advanced chronic obstructive pulmonary disease, oxygen dependent, tachycardia, most likely condary to his hypoxemia and his pneumonia, gastroesophageal reflux disease, stable, hypercholesterolemia, stable, hypertension, stable, history of iron deficiency, stable diabetes mellitus, type 2, stable. The patient underwent radiology exam of chest pa and lateral due to difficulty in breathing. Impression: left-sided pneumonia. (B)(6) 2006: the patient complained of pain, cough and fever. Assessment: 1. Community acquired pneumonia with early sepsis. 2. Anemia ongoing. 3. Probably over sedation with pain medications and sedatives. The patient underwent radiology exam of chest portable frontal. Impression: improving left-sided infiltrates (B)(6) 2006: the patient complained of edema. (B)(6) 2006: the patient was diagnosed with pain leg and low back. (B)(6) 2006: the patient presented due to increase in pain. (B)(6) 2006: the patient presented due to knee tightness. (B)(6) 2006: the patient presented due to poor posture. (B)(6) 2006: the patient presented due to pain in low back. (B)(6) 2006: the patient diagnosed with hydrocell, pneumonia. The patient underwent radiology exam of chest pa. Impression: 1. Cardi omegaly 2. The lungs are now clear except for the chronic lung disease present. The patient underwent ultrasound of testicles. Impression: normal ultrasound examination of the testicles (B)(6) 2006: the patient diagnosed with spinal stenosis of lumbar region. The patient underwent radiology exam of lumbar spine due to pain. Impression: postsurgical changes without destructive bony lesion, fracture, or instability identified. (B)(6) 2007: the patient presented for an office visit with persistent left leg pain and associated symptoms from the previous visit. (B)(6) 2007: the patient underwent radiology exam of chest pa due to pre-op diagnosis. Impression: 1. There is no radiographic evidence of acute pulmonary disease. 2. Cardiomegaly. (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014: the patient presented for an office visit with chief complaints of left hip pain. Describes pain as an ache and throbbing. Patient was experiencing decreased mobility, joint pain, limping, stiffness, spasm, tenderness and weakness, instability. X-ray shows severe osteoarthritic disease of the left hip. (B)(6) 2007: the patient presented for an office visit for the left hip and pape visit. The patient was also diagnosed with left total knee arthroplasty. (B)(6) 2007: the patient diagnosed with pain in left hip osteoarthritis. The patient underwent procedure: left hip total arthroplasty. The patient used the walker. The patient had tenderness along the greater trochanter. Impression: 1. This is a (B)(6) white male who is status post left total hip arthroplasty secondary to osteoarthritis. 2. Spinal stenosis with chronic low back pain. 3. Blood loss postoperative anemia. 4. Difficulty with mobility requiring maximum assistance. (B)(6) 2007: the patient admitted to rehab. (B)(6) 2007: the patient was diagnosed with status post left total hip arthroplasty, secondary to osteoarthritis. (B)(6) 2007: the patient underwent venous duplex scan due to total hip arthroplasty with pain and swelling in the left leg and right leg. (B)(6) 2007: the patient presented for swelling in both extrimities. Assessment: 1. Diabetes mellitus, type 2. 2. Morbid obesity. 3. Hypertension. 4. Chronic obstructive pulmonary disease. 5. Degenerative joint disease of the hips, status post replacement. 6. Leg edema. 7. Chronic low back pain. (B)(6) 2007: the patient underwent venous duplex scan due to swelling in the left lower extremity. (B)(6) 2007, (B)(6) 2008: the patient presented for an office visit with some spasm. (B)(6) 2007: the patient presented for eening. (B)(6) 2007: the patient diagnosed with torsion. The patient underwent ultrasound of testicles. Impression: 1. Unremarkable testicular ultrasound. (B)(6) 2008: the patient diagnosed with hip pain, hip contusion, knee abrasion, foot abrasion. The patient underwent radiology exam of hip lt due to hip pain. Impression: no fracture or dislocation; some degree of degenerative arthritis. Left hip, two views and complete view of pelvis: left hip prosthesis is in satisfactory position with no evidence of loosening. No destructive bony lesion or dislocation is seen. Postsurgical changes are noted in the lumbosacral spine. No pelvic fracture is seen. Degenerative arthritis is noted in the right hip. Impression: satisfactory appearance of left hip prosthesis. Right foot, three views: there is no evidence of fracture, destructive bony lesion, or instability. There is some degree of joint space narrowing, sclerosis, and spurring consistent with degenerative arthritis. There is degenerative spurring on the posterior calcaneus. Impression: no fracture or dislocation; some degree of degenerative arthritis. (B)(6) 2008: the patient diagnosed with left hip pain. The patient underwent radiology exam of hip lt due to hip pain. Impression: s atisfactory appearance of left hip prosthesis without acute fracture or dislocation seen. (B)(6) 2008: the patient diagnosed with pain, muscle spasm, back pain, leg pain. (B)(6) 2008: the patient underwent CT of l- spine due to muscle spasms through back and leg pain. Impression: postsurgical changes and degenerative changes without evidence of fracture or destructive bony lesion or instability. (B)(6) 2008: the patient diagnosed with laceration on right lower leg, right knee abrasions, leg abrasion (B)(6) 2008: the patient diagnosed with neck strain due to motor vehicle accident. The patient underwent radiology exam of cervical spine. Impression: significant degenerative changes of the cervical spine. (B)(6) 2008: the patient diagnosed with positive ppd,positive cp. The patient underwent radiology exam of chest. Impression: no active disease in the chest radio graphically. (B)(6) 2009: the patient underwent MRI of the lumbar spine due to low back pain. Impression: 1. Areas of central disc protrusion at the l1-2 and l5-s1 levels. 2. Post-surgical change between l2 and l5 with no complicating feature. 3. There was no acute fracture or high grade spinal stenosis. (B)(6) 2009: the patient diagnosed with chronic obstructive pulmonary disease, shortness of breath. The patient underwent radiology exam of chest. Impression: normal chest. (B)(6) 2009: the patient underwent class iii sensory conduction study due to presumptive diagnosis of lumbosacral plexopathy without motor deficit. (B)(6) 2009: the patient diagnosed with cough, congestion. The patient underwent radiology exam of chest. Impression: 1. There is no radiographic evidence of acute pulmonary disease. (B)(6) 2009: the patient diagnosed with difficulty in breathing, chest congestion, fever, cough, dizzy, tightness in chest. The patient underwent radiology exam of chest. Impression: no acute pulmonary disease. (B)(6) 2009: the patient diagnosed with pneumonia. The patient underwent radiology exam of chest. Impression: suspect a minimal acute right lower lobe pneumonic infiltrate. (B)(6) 2009: the patient presented for an office visit and complained of having pain in lower back. Walking and sitting too long made the pain worse. (B)(6) 2010: the patient presented with axial back pain with no radiation to his legs. The patient underwent CT scan of the lumbar spine without contrast due to indications of lumbar stenosis and lower back pain with bilateral leg pain. Impression: 1. Findings of posterior lumbar fusion with laminectomy from l2 through s1. There is a small amount of lucency surrounding the left s1 pedicle screw,especially at the tip. There is also a minimal amount of lucency surrounding the right s1 pedicle screw. The hardware appears to be in expected anatomic alignment, without fracture of the hardware. 2. There is severe multilevel degenerative disc disease in the lumbar spine, with loss of disc height and vacuum phenomenon. There is also multilevel facet arthropathy. 3. Loss of disc height and endplate osteophytes result in neural foraminal encroachment at multiple levels as described above. 4. At l1-l2, there appears to be narrowing of the thecal sac to an ap diameter of 6 mm, secondary to disc osteophyte complex, facet arthropathy, and thickening of the ligamentum flavum. (B)(6) 2010: the patient diagnosed with low back pain, groin pain burning with urination. The patient underwent radiology exam of chest. Impression: no acute pulmonary disease. (B)(6) 2010: the patient presented for an office visit with persistent cough. Significant evidence of pvd with polyneuropathy in the extremities, significant disc disease in the low back, rhonchi. (B)(6) 2010: the patient underwent radiology exam of chest due to cough, congestion. Impression: no acute pulmonary disease. (B)(6) 2010: the patient presented for an office visit with complaint of chest pain during coughing. Diagnosis: bronchitis. (B)(6) 2010: the patient presented for an office visit with chief complaint of bronchitis, sob, neck pain and hand numbness. (B)(6) 2010: the patient presented for an office visit due to chronic cough and traces of edema in the extremities. (B)(6) 2010: the patient diagnosed with coughing with blood. The patient underwent radiology exam of chest. Impression: 1. Patchy right basilar infiltrate. (B)(6) 2010: the patient presented for an office visit due to patchy infiltrate in the right base. (B)(6) 2010: the patient diagnosed with pneumonia. The patient underwent radiology exam of chest. Impression: improvement with reduction of right lower lobe infiltrated pneumonia. (B)(6) 2010: the patient presented for an office visit with rechecking on his pneumonia, sob and rib pain. (B)(6) 2010: the patient diagnosed with pneumonia. The patient underwent radiology exam of chest. Impression: 1. There is no radiographic evidence of acute pulmonary disease. (B)(6) 2010: the patient diagnosed with groin tightness. (B)(6) 2010: the patient presented for an office visit with diagnosis of inguinal hernia and back pain. (B)(6) 2010: the patient diagnosed with groin pain, testicular pain, epididymitis. The patient underwent testicles ultrasound due to testicular pain. (B)(6) 2010: the patient presented for an office visit with compliant of leg pain, posterior calf on the left. Congestion in the lungs with minimal cough. The patient was also diagnosed with deep vein thrombosis (dvt). The patient underwent venous duplex scan due to pain in left leg. Impression: the above study showed no evidence of deep venous thrombosis in either lower extremity. (B)(6) 2010: the patient presented for an office visit for a whole body scan. Impression: there is increase uptake involving the proximal 1/3 of the left femoral diaphysis adjacent to the photopenic area representing hip replacement. Although the findings are nonspecific, osteomyelitis would be a consideration. (B)(6) 2010: the patient presented for an office visit without any significant changes in symptoms from the previous visits. (B)(6) 2010: the patient underwent CT scan of the lumbar spine without contrast due to spinal stenosis of the lumbar regionlumbar stenosis. Impression: stable appearing surgical fusion involving the lumbar spine without significant change since the previous exam (B)(6) 2008. There is some narrowing of the spinal canal at the l1-l2 level secondary to degenerative changes, posterior spurring and disk bulging. The patient underwent x rays of the lumbosacral spine including bilateral views with flexion and extension due to spinal stenosis of the lumbar regionlumbar stenosis. Impression: stable appearing surgical fusion. (B)(6) 2010: the patient presented for an office visit and his imaging results (x rays and CT scans) were reviewed. This showed a stable appearing fusion compared to (B)(6) of 2008 with some mild narrowing at l 1-2 above his prior fusion. There was no significant translational instability between flexion and extension views. In looking at the CT scan, on the first read it was normal. His pain was worse in flexion and extension, less in axial rotation. (B)(6) 2010: the patient diagnosed with right hip pain. (B)(6) 2010: the patient underwent radiology exam of right hip due to pain. Impression: 1. No radiographic evidence of an acute fracture. 2. Moderate right hip osteoarthritis 3. Total ten hip arthroplasty. Impression: 1. Non-specific bowl gas pattern (B)(6) 2010: the patient diagnosed with copd. The patient underwent chest x-ray impression: 1. Only mild residual band of atelectasis at the right lungbase. 2. No new infiltrates. (B)(6) 2010: the patient presented for an office visit for stress test. Impression: 1) findings suggesting small inferior wall infarct. 2) there is no evidence of ischemia. 3) mild global hypo kinesis with ejection fraction of 47%. (B)(6) sep 2010: the patient presented with the following pre-operative diagnosis: low back pain with possible pseudoarthrosis with hardware failure and underwent the following procedure: 1. Removal of segmental hardware. 2. Posterolateral syndesis l2-3, l3-4, l4-5, l5-s1. 3. Use of bmp morselized allograft at posterolateral arthrodesis. The bmp was used to treat lumbar spine with posterolateral approach. Per the op notes, the set screws, the connectors and the pedicle screws were removed. The s1 screws were loose. There was some laxity of the hardware and there was some loosening of the l2 screws also. This was removed. The transverse process at l2-3,l3-4, l4-5, l5-s1, was exposed and irrigated with antibiotic and hydrogen peroxide irrigation. Then the facette and medial aspect of the transverse process of the above-mentioned levels was decorticated, placing matrix granules and bmp soaked sponges posterolateral to the arthrodesis at these levels. No patient complications were reported. Certain patient medications were stopped including aleve, aspirin and oxycodone and the patient was discharged home.

Manufacturer narrative:
(B)(4).